Manufacturer narrative:
The device has been received and the analysis is in progress. Once the evaluation is complete, a supplemental report will be submitted with the results of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of av fistula, the guidewire experienced resistance in the distal segment of the microcatheter and the guidewire broke at the distal segment inside the catheter during removal. Prior to the event, the physician was able to navigate the catheter together with the guidewire until reaching the intended location to start the embolization. As the physician wanted to remove the guidewire from the catheter, resistance was felt. Suddenly, the physician felt the guidewire break inside the microcatheter. The tip of the guidewire was still inside the microcatheter. The physician carefully removed the whole system together. The guidewire was completely outside of the body and nothing was left inside. The physician used another microcatheter and guidewire to finish the procedure (with embolic). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
The guidewire and microcatheter were returned for analysis and they were found to be compatible per specifications. No bends or kinks were found with the guidewire. The guidewire was found to be broken at approximately 0.8cm from the proximal solder region. The distal separated part of the guidewire was measured to be approximately 10.8cm. It was reported this guidewire segment will be returned within the microcatheter. The guidewire proximal broken end was cut and sent out for sem (scanning electron microscopy) analysis. The guidewire distal tip was found to be protruding out from within the distal tip lumen. The micro catheter was flushed and blood and water exited from the distal tip. The guidewire was then pulled out from within distal tip lumen without issue. There was unknown dried residue on the guidewire proximal solder region and the distal part was reported to be bent. The guidewire was measured in three locations and found to be within specifications. Due to the damaged condition of the guidewire it could not be used for resistance testing with the micro catheter. The micro catheter was then tested with an in-house guidewire and it went through the distal tip without issue. The micro catheter was then tested with an in-house mandrel and no problems were found. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance¿ could not be confirmed; however, the customer¿s report of ¿guidewire break¿ was confirmed. Although the returned mirage guidewire could not be used for testing with the returned micro catheter no issues were encountered during testing of the returned micro catheter with an in-house guidewire. The returned microcatheter evaluation did not reveal any evidence that the catheter was defective. The returned guidewire was found to be broken into two segments. Per the sem analysis report, ¿the fracture features indicates torsional overload failure mechanism¿ which indicates the guidewire broke due to excessive force (twisting) likely against the reported resistance. Resistance can be caused by compatibility, damage or insufficient flushing. The guidewire was found to be compatible for use with the echelon-10 micro catheter. It is possible the blood found inside the echelon-10 micro catheter lumen contributed to the reported resistance. Per the hydrophilic guidewire IFU: warnings ¿ ¿never advance or withdraw the guidewire against resistance until the cause of the resistance is determined by fluoroscopy.¿ per the echelon IFU: warnings ¿ ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ if information is provided in the future, a supplemental report will be issued.